Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 january 2023: lot 2103157: (B)(4) items manufactured and released on 18-june-2021. Expiration date: 2026-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other device involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2214813: (B)(4) items manufactured and released on 25-aug-2022. Expiration date: 2027-07-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.